Event description:
The customer reported that there was no fluoroscopy available and no lights on the control on the c-arm. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.